Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was not confirmed. The pump was delivering within specification. There was no known cause of the reported issue, preventative maintenance was done, and no further action was taken.

Event description:
It was reported that the cadd pump flow/volume test result is over the tolerance. There was no patient involvement, and no patient harm/adverse event reported.